Event description:
Initial sodium result of 119 mmol/l was repeated and recovered 126 mmol/l. Incorrect result was not used to provide patient treatment. Customer replaced the electrode and cleaned the mixing tower. Field service representative performed a precision and ise performance testing. All results recovered within specifications.